Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation in this incident, it was determined that the 2 stations were on critical override. A field service engineer confirmed that the issue was with the hospital network. The system functioned as intended after the field service engineer verified the issue was resolved by customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stations were on critical override. The customer stated that this malfunction occurred while dispensing the medication, they were unable to access the medication from the affected cubie, that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.